Manufacturer narrative:
Additional narrative: patient age and weight are unknown. Event date: unknown. (B)(4). It was noted that the hospital discarded all parts. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had been treated with a va (variable angle) condylar plate for a distal femur fracture on (B)(6) 2014. There was a non-union and one (1) broken plate, four (4) broken screws, and five (5) intact screws were explanted on (B)(6) 2015. Consequently, the surgeon removed the plate and screws and performed a revision procedure with a non-synthes retrograde nail. It is unknown when the plate and screws broke. There was no surgical delay and procedure was completed successfully. Patient status/outcome was reported as fine. This is report 5 of 5 for (B)(4).